Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to the clinic for follow-up with a device that was post-sensed t-wave oversensing on the ventricular lead. Oversensing was noted on a stored egm. The patient received inappropriate hv therapy. Programming changes were recommended and performed during the device check. The device remains implanted.

Event description:
New information received notes that the patient presented in clinic for follow-up with another instance of post-sensed t-wave oversensing. Programming changes were made during the device check. The device remains implanted.